Event description:
It was reported that patient was revised on a hip due to a loose femoral stem.

Event description:
It was reported that patient was revised on a hip due to a loose femoral stem.

Manufacturer narrative:
The patient is (B)(6) inches in height. An event regarding loosening involving an accolade stem was reported. The event was not confirmed. Method and results: device evaluation and results: not performed as the reported device was not returned for evaluation. Medical records received and evaluation: a review of the provided medical information by a clinical consultant indicated: "cannot confirm event description, need op reports and medical records to confirm." Device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: review indicated there have been no other events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Additional information, including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation. Device not returned to manufacturer.